Manufacturer narrative:
Functional testing was performed and the unit operated properly. The evaluation did not identify any failure of the product to meet its material, assembly or performance specifications. Unable to determine the cause of the event.

Event description:
It was reported to boston scientific while the procedure was being completed the patient received moderate to severe vaginal burns. The unit reportedly lost 5 8cc's of fluid, but not enough for the fluid loss alarm that is activated at 10cc's of fluid loss. The patient was treated with anti inflammatory ointment.